Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The patient¿s catheter was removed. Action taken with therapy was not reported. Treatment details and the cause of the event were not reported. The outcome of the event was not reported. No additional information is available. This is report 3 of 3

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. On an unreported date in (B)(6) 2014, the patient experienced peritonitis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).